Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded keypad traces. The pump had cracked reservoir tube lip, case window display corners and scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 468 mg/dl. The customer treated the high readings with the pump. The customer stated that she was at the gym when the alarm occurred. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.